Event description:
It was reported that the patient received a vibratory alert that the device reached eri. Premature battery depletion was suspected, as the previous follow-up in (B)(6) showed greater than four years longevity remaining. The device was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found.